Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. They stated that for the last three battery changes, they have been receiving this alarm. The insulin pump starts to count and will not boot up. The customer states that their blood glucose was within range but did not give an actual value. Troubleshooting was done and the insulin pump alarmed unexpected restart alarm again. The customer was advised to monitor insulin pump and wear it until the replacement arrives. They declined a replacement pump. The insulin pump is returning for failure analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.